Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus, as the anatomy is unknown block d4, h4: detailed product information was not provided to bsc. We completed a good-faith effort to obtain the information. Because the product was not returned, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. If additional details become available, a supplemental report will be submitted. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A product labeling review identified that the device was used per the instruction for use (IFU) / product label. A risk review was completed and confirmed that the event of balloon leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during a dilation procedure performed on an unknown date. During the procedure, there was a pressure loss, and the balloon could not be inflated to 4.5 atm. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.